Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have the grip pin missing at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had a missing pin. The procedure was completed but the patient outcome was not provided.